Event description:
Our rep is reporting that during an arthoscopic shoulder repair, the device failed to work properly. The surgeon reverted to a mini-open and completed the case successfully without further incident or harm to the patient. It is because of the movement from arthroscopic to mini-open that a report is being filed to document the event.

Manufacturer narrative:
Nothing has yet been received for evaluation. When the complaint device is received it will be subjected to a failure analysis and the results of that evaluation will be the subject of a follow-up report.